Event description:
It was reported that this console was being used on a very critically ill patient. The set up was changed to skin leads for transport from the catheterization laboratory to the unit. The pump was shutting off during the transport. As a result, it was exchanged for another pump. There were no associated patient complications.